Event description:
On (B)(6) 2026, the patient was prepped for a port placement procedure using the powerport slim implantable port. During inspection of the device, the outer sterile package was found to be incompletely sealed. The inner sterile barrier remained intact, and the customer determined that sterility was not compromised. The device was subsequently used, as the internal packaging was undamaged. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd